Event description:
Customer reported that pump battery was depleting too fast after updating to version 7.8.1 and downloading the tslim app. There was no adverse impact to the customer¿s blood glucose level. Technical support advised customer that cgm error 42, which was known to cause battery depletion, might be the issue and typically resolves itself once the error is cleared. Customer was instructed to fully charge battery and technical support planned to follow up in two days. Follow-up was attempted, but customer has not responded.